Event description:
The customer alleged that she received a high glucose reading on the contour meter (484 mg/dl). The other meter read 109 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid making the difference clinically significant. No adverse events were alleged. Replacement test strips were sent to the customer.